Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter shaft was bent and was separated from the hub. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit and damage during use. (B)(4).

Event description:
It was reported that during slitting of the guide catheter, the catheter broke apart and fully separated. The physician then began a new slit with a surgical instrument, reattached the slitter and completed the slitting procedure. No patient complications have been reported as a result of this event.